Event description:
There was a complaint of questionable ise sodium results for 2 patients tested with a cobas integra 400+. The questionable results were reported outside the laboratory. The samples were repeated due to the patients¿ anion gap (agap) results. Patient 1¿s agap result was 0.7 accompanied by a data flag and patient 2¿s result was - 0.4 accompanied by a data flag. These results were not questioned. Patient 1¿s initial ise sodium result was 129 mmol/l accompanied by a data flag; the first repeat was 130 mmol/l accompanied by a data flag, and the second repeat was 149 mmol/l accompanied by a data flag. Patient 2¿s initial ise sodium result was 130 mmol/l accompanied by a data flag; the first repeat was 133 mmol/l accompanied by a data flag, and the second repeat was 149 mmol/l accompanied by a data flag. The customer believes the repeated results to be correct. The lot number and expiration date of the ise sodium used were requested, but not provided.

Manufacturer narrative:
The customer reported the qc and calibration met acceptance criteria the day of the event prior to running the samples. The customer reported air fluid errors on the calibration when trying to rerun the samples. A field service engineer (fse) replaced various preventative maintenance items on the analyzer as well as the ise tubing and ran precision for the ise assays. The customer ran qc and calibration. All checks met acceptance criteria with no errors. The service actions resolved the issue. The investigation determined the event was caused by a leak.